Event description:
The reporter stated that the device became disassembled during use. There was no reported patient injury or treatment associated with this event.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.